Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of stimulation. Her stimulation stopped after being hit by a car and device breakage was likely. Her doctor reprogrammed her device, but was unable to correct the stimulation pattern. Her leads and extensions were replaced. There were no surgical complications and the pt recovered without sequela. Additional information has been requested.